Manufacturer narrative:
Additional information was received that (B)(6) 2016 is likely the date of event. The log files of the affected device were provided for the investigation. There are several entries at 10:27 on the date of event indicating a malfunction of the o2/air valve. The ventilator detected the malfunction and reacted as specified by initiating a warmstart in an attempt to solve the issue. An audible alarm would be posted by the device and during the warm start the device will briefly power off and then back on (last approximately 8 seconds). During this time, an emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported that while ventilating a patient with 100% fio2 the screen of the ventilator went blank and a loud continuous pitch alarm occurred. The screen momentarily returned but again went blank. The patient was bagged while removing the affected ventilator and attaching another one. Patient was monitored throughout. No injury has been reported.